Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose and had keypad anomaly. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated the motor may also be working slow since it takes a while for the insulin to be delivered into body. Customer stated all of the buttons were sticking and hard to get a response. The insulin pump will be returned for analysis.